Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received critical pump error image was displayed in the screen as well as multiple pump error alarm. Customer¿s blood glucose level was 184 mg/dl. Customer stated that the failed battery test alarm. Customer troubleshoot was performed. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and recommended customer refer to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with critical pump error and a broken force sensor due to moisture damage to force sensor. Insulin pump received with corroded electronic stack and corroded motor home switch. Unable to perform self test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unable to verify failed battery test alarm or software error due to critical pump error.